Manufacturer narrative:
The device was returned and evaluated. The evaluation revealed that half the lens was returned with one haptic. There were many scratches on the surface and on the edge of the optic due to the explant process. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined.

Event description:
It was reported that an intraocular lens (iol) was explanted about three months after implantation due to the patient experiencing dysphotopsia. A second iol of a different model was implanted. Additional information was requested but not received.